Event description:
Information was received from a healthcare facility via a manufacturer representative regarding instruments used in unknown spinal therapy. It was reported that drivers are broken and need to be replaced. There was no patient involved in this event. No further complications were reported/anticipated.

Manufacturer narrative:
H3: product analysis of product# 2342306m, lot# ct21h019 - visual inspection confirmed the instrument tip has been broken off, consistent with interface during usage. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow, consistent with torsional overload. This type of damage is consistent with torsional overload. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 2342306m, lot #: ct20g050, UDI#: (B)(4); product ID: 2342306m, lot #: ct19c012, UDI#: (B)(4). This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.